Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 420 and 220 mg/dl. Patient not using control solution. Tests were done within 10 mintues. No further information has been reported.